Manufacturer narrative:
The power supply module caused thermal damage with evidence of brief external flame. There was no adverse event reported for this incident.

Event description:
A patient reported to their provider that their s8 compact caught on fire.